Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced a shocking or jolting sensation while on a cruise in may. The pt was picking up a tray at the time of the event. The pt continued to feel strong stimulation. It was also reported the pt was unable to adjust the stimulation. Status lights were assessed (three green lights). Troubleshooting did not resolve the issue. The pt was seen in the clinic where a new programmer was provided. The pt was then able to adjust the stimulation.